Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that pre-implant testing revealed high out of range pace impedance measurements with this right ventricular (rv) lead. The lead was thus not used and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations an d detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pre-implant testing revealed high out of range pace impedance measurements with this right ventricular (rv) lead. The lead was thus not used and was returned. No adverse patient effects were reported.